Manufacturer narrative:
Product event summary: the pscc100 catheter was returned and analyzed. Visual inspection of the spiral array showed it was knotted and inverted and polytetrafluoroethylene (ptfe) liner was stuck on electrode 1, which was damaged/deformed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on the electrode 1. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. During inspection of the array, a broken electrode wire was observed. During inspection of the shaft, entangled electrode wires were observed. In conclusion the reported array knot and inversion were confirmed during analysis. The catheter failed the returned product inspection due to entangled electrode wires in the shaft, broken electrode wires, a crushed/deformed electrode, ptfe liner stuck in/on an electrode, and an inverted and knotted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array became inverted. After the ablation procedure, the physician attempted to retract the array, but it was inverted to the extent that troubleshooting efforts were unsuccessful in straightening it. The knotted catheter was pulled close to the sheath and it was removed across the septum and out of the body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: three image files were returned and analyzed. The images showed a knotted array of the pulseselect catheter with the threaded guidewire in various positions. However, the images do not include details regarding the procedure date or catheter ID. In conclusion, the reported array knot was observed during data file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.